Manufacturer narrative:
The customer returned the meter for investigation. Retention test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results: qqc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. The customer allegation has not been substantiated and no product problem was found.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The results from the meter within a few hours of each other were 3.7 inr and 2.5 inr. The customer used two different fingers. The customer reported the result of 2.5 inr to the physician. There was no allegation of an adverse event. The customer's therapeutic range was 2.0-3.0 inr. The customer had no hematocrit issues, no direct thrombin inhibitors, no heparin therapy, no antiphospholipid antibodies, no lupus, no dose changes, no diet changes, no new medications, no new illnesses, and no abnormal bleeding or bruising. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.